Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 165, hi mg/dl (in replacement of hi a result of 600 mg/dl was used) and 155 mg/dl. Tests were done within 11-20 minutes with a difference of 86%. Patient did not experience any adverse events. No further information has been reported.